Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the shield, a plastic internal component of the seal. Visual inspection of the event unit confirmed the complainant's experience of seal component separation. The septum, a rubber internal component of the seal, was damaged. Based on the condition of the returned unit and the description of the event, it is likely that the damaged septum and the seal component separation were caused by non-axial insertion or removal of asymmetrical instrumentation through the trocar. Applied medical¿s instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Correction to section d2: change from "gcj" to "laparoscope, general & plastic surgery"

Event description:
Procedure performed: unknown. Event description: this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Seal component fragmentation: report from the sales rep: the valve damage occurred during the procedure. The fragment was recovered from the body cavity. The customer reported the part fell off was the shield. Initial investigation report: the event unit was returned to us and visually inspected. The septum was fragmented (pic.1). The fragment was not returned. The shield was missing (pic.2). The shield was not returned. The unit will be returned to amr for further evaluation. Admin# (B)(4). The component list was provided and the package, cannula and seal are available for return. Type of intervention: the fragment was recovered from the body cavity. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: this is a complaint from the market. Administrative no.c19073035. Please refer to the complaint sheet for investigation. Seal component fragmentation. Report from the sales rep: the valve damage occurred during the procedure. The fragment was recovered from the body cavity. The customer reported the part fell off was the shield. Initial investigation report: the event unit was returned to us and visually inspected. The septum was fragmented (pic.1). The fragment was not returned. The shield was missing (pic.2). The shield was not returned. The unit will be returned to amr for further evaluation. (B)(4). The component list was provided and the package, cannula and seal are available for return. Type of intervention: the fragment was recovered from the body cavity. Patient status: no patient injury